Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/22/2023, it was reported by a facility representative via sems (B)(4) that an ar-6482 dualwave remote control has a cut cord. It was involved in a case. Patient was not affected.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-6482 due to the damage to the cable of the device. Visual evaluation noticed that the cable of the device is cut. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photo.